Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Visual inspection: upon visual inspection of the complaint device it can be seen that we have received the article in a wide-open and in a completely blocked condition. In addition, it is clearly visible that the blade was opened too far. Furthermore, the received device shows dents and scratches all over the surface of the part, additionally two (2) of the four (4) lips are in a damaged and deformed condition, and the screw recess on the other side is badly worn. Functional test: a functional test is not possible, as the blade is completely blocked in an open condition, we are not able to do a function test. Dimensional inspection: the complaint relevant dimensions cannot be checked for dimensional accuracy, as the blade is completely blocked. The investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no dimensional inspection is needed. Summary: there is no particularize information what's happened to this article by customer, unfortunately we are not able to determine the exact reason for this occurrence, but we have to assume that during the operation an application error may have taken place. Based on that, that the article is blocked, and that the function is affected, the complaint is confirmed. No product fault could be detected. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part: 04.027.052s lot: l067705 manufacturing site: bettlach release to warehouse date: 02.aug.2016 expiry date: 01.jul.2026 the device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. 510k device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an (B)(6) 2019, during proximal femur nailing-trochanteric fracture surgery, the proximal femoral nail antirotation (pfna)-ii blade did not work properly with failed interlocking options. The procedure was successfully completed with a different pfna-ii blade used. There was a 45 minutes surgical delay due to the reported event. There was no patient outcome reported. This complaint involves (1) one device. This report is 1 of 1 for (B)(4).